Event description:
Fusion hardware was implanted in 2007 (uss vas3). Pt experienced adjacent level segment disease. Surgeon removed hardware to fuse level l3-l5. No issue with the hardware. During screw removal, bony overgrowth was present and heads were not easy to remobilize. Screw stripped during removal and the tip of the extraction screw sheared off in the head of one of the screws. After further attempts, surgeon decided to leave the hardware in place. The construct was extended 1 level to address the adjacent level disc disease. This is the 1st of 7 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number. Additional info has been requested.